Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 101 mg/dl to 240 or 180 mg/dl. Tests were done within 10 minutes with a difference of 72% and 50%. Patient did not experience any adverse events. No further information has been reported. Patient does not remember what the result was and stated was either 240 or 180 mg/dl.